Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement, self-test, a21 error test, rewind, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. However, the insulin pump passed the stop current test. No blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the buttons were unresponsive and the display was blank. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.